Event description:
An attempt was made to use an endeavor resolute drug eluting stent to treat a lesion in the lad with 90% stenosis, severe calcification and tortuosity. The lesion was pre-dilated with a 1.25mm balloon (10 atm, 10s, 2 times) and 75% stenosis remained afterwards. During attempted positioning it was reported that the stent could not pass the lesion. The physician gave up the procedure. The endeavor resolute device had been inspected before use with no issues noted. No patient complications or clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for evaluation. The first and the third distal segments of the device were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ 75% stenosis, severe calcification and tortuosity). (Stent). (B)(4).